Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated procedure, the right ventricular lead exhibited noise. The lead remained implanted. No further information was available.